Manufacturer narrative:
(B)(4).

Event description:
It was reported that coil shredding occurred. A 12mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that there was difficulty in deploying the coil through the micro catheter. An attempt to remove the coil was performed, however the coil began to spray and pull apart. The coil had to be removed in several pieces instead of removing it as a whole from the micro catheter. All separated pieces were successfully removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A coil and delivery wire were returned. The coil was found with the interlocking arm broken off. The coil was found stretch and kinked. The delivery wire was inspected and was found kinked near the interlocking arm. The zap tip shape and surface of the coil and no damage noted. The zap tip shape and surface of the delivery wire and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The interlocking arm of the coil was found broken off. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that coil shredding occurred. A 12mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that there was difficulty in deploying the coil through the micro catheter. An attempt to remove the coil was performed, however the coil began to spray and pull apart. The coil had to be removed in several pieces instead of removing it as a whole from the micro catheter. All separated pieces were successfully removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.